Event description:
The customer observed falsely decreased alinity I stat high sensitive troponin-I and thyroid stimulating hormone (tsh) results on several patients. The results provided were: on (B)(6) 2024 sid (B)(6) initial troponin=< 1.6 ng/l /repeated=2368.4 ng/l. Sid (B)(6) initial tsh=< 0.008 miu/l/repeated=3.685 miu/l. Sid (B)(6) initial tsh=< 0.008 miu/l /repeated=1.247 miu/l. Sid (B)(6) initial tsh=< 0.008 miu/l /repeated= 2.558 miu/l. Laboratory reference range for troponin: male=34.2 ng/l; female=15.6 ng/l; tsh=0.7 to 4.77 miu/l there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) replaced the valve, bypass, dispense manifold (a-30104239-03), which resolved the issue. A review of the alinity I processing module, serial number (B)(6), service history did not reveal any additional causes and no other reports of discrepant or inconsistent patient results have been received since the fsr replaced the part. A review of the alinity I, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the part valve, bypass, dispense manifold revealed no trends or systemic issues. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The alinity I service documentation contains information for the removal, replacement and verification of the valve, bypass, dispense manifold (a-30104239-03). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I processing module, serial number (B)(6) or valve, bypass, dispense manifold (a-30104239-03).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6) . All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased alinity I stat high sensitive troponin-I and thyroid stimulating hormone (tsh) results on several patients. The results provided were: on (B)(6) 2024 sid(B)(6) initial troponin=< 1.6 ng/l /repeated=2368.4 ng/l, sid (B)(6) initial tsh=< 0.008 miu/l/repeated=3.685 miu/l, sid(B)(6) initial tsh=< 0.008 miu/l /repeated=1.247 miu/l, sid (B)(6) initial tsh=< 0.008 miu/l /repeated= 2.558 miu/l. Laboratory reference range for troponin: male=34.2 ng/l; female=15.6 ng/l; tsh=0.7 to 4.77 miu/l there was no reported impact to patient management.